Event description:
A 4.0mm diameter x 24mm length medtronic ave gfx2 stent was inserted into the circumflex coronary artery. The stent was positioned at the target lesion and deployed at 14atm (rated burst is 12atm) with some difficulty in inflation. However, the stent delivery balloon was then used to post dilate to 16 atm. (>4.3 stent i.d) with complaint of slow inflation and deflation times. Post dilation of the stent resulted in a dissection and an area of perforation at mid stent. The dissection was treated with a prolonged inflation of a 4.0 perfusion ptca balloon and a swan ganz monitoring catheter was inserted. The pt was monitored in the hosp overnight. The physician noted in report that the stent appeared oversized for the referenced vessel. There was no add'l clinical sequelae reported relative to the event.